Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of product sample. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 5 of 5. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated she could find no reason for the alarm as all parts of the set up looked fine. The tsr explained the se 2240 alarm indicates air entered the set up. The tsr further advised the hp to alert her nurse about the alarm since she was connected. The tsr assisted the hp to clear the alarm. The hp still wanted to do a fill and did not have manual bags. The tsr then assisted the hp to start over with new supplies. The hp confirmed to complete the I-drain and stated she would do one cycle with a purple bag. There was no patient injury or medical intervention reported.